Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (15 mg/ml at 8 mg/day) via intrathecal infusion pump for non-malignant pain. It was reported the patient¿s pump logs showed that a motor stall occurred. It was reported the patient had an MRI (unrelated to the pump/therapy) on (B)(6) 2020 and that the pump stalled at 8:04 am and recovered by 9:05 am. The MRI tech called the managing hcp to discuss that during the scan they discovered the catheter was epidural and lying around t8. The managing hcp stated they assumed it would be epidural because they did a cap aspiration in (B)(6) 2020 and couldn't aspirate. It was reported the pump continued to have motor stalls and recoveries starting (B)(6) 2020 and has had about six stalls since. The stalls all last more than 18 hours long, with two being greater than 48 hours. The caller stated the patient couldn't hear their critical alarm "because he's old" and confirmed the patient had not had MRI/emi exposure since (B)(6) 2020. Considerations were reviewed. It was reported the managing hcp had already scheduled for the patient to have a catheter revision and now that the pump is having motor stalls they will have the patient's whole system replaced.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2015, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the hcp. It was reported the patient experienced increased pain related to the aspiration issues and motor stalls. It was presumed the reason for the catheter being epidural was migration of the catheter tip. The date of the planned replacement was not determined. The pump and catheter will be returned when explanted.